Manufacturer narrative:
This report is submitted june 7, 2017.

Manufacturer narrative:
This report is submitted on may 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to infection and extrusion.